Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant and superior migration of the left breast implant. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-04714 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17, 2022, the mentor analysis lab received the suspect medical device for evaluation. The returned device provided the identity of the product. Brand name: mentor smooth round moderate profile catalog: 3501660 lot: 5893918 on may 25, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).